Event description:
The customer reported that her doctor had recommended to disconnect the insulin pump for sometime due to a skin irritation. The customer stated that her doctor wants her to get back on the device. Assisted customer in checking programming and setting up her insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.